Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5- removed pacemaker in the report as the review of additional information indicates that the device should not have been reported due to elective replacement.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise oversensing and the patient's pacemaker had an unspecified issue. The rv lead was capped and replaced, and the pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.